Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k062858, k082644. Device manufacturer date - unknown due to unknown lot number. This report has been deemed reportable based upon the evaluation of the actual device. The actual sample was received for evaluation. Visual inspection of the actual sample before being rinsed revealed no obvious anomaly in the appearance condition, such as a break. The actual sample before rinsed was subjected to a suction test; the actual sample was submerged in water, and then an attempt to suction water from the three-way stopcock was made; however, failed. Visual inspection of the root of the side tube found a red foreign substance clogging inside. After the actual sample was rinsed and decontaminated, red foreign substance was inspected for the outer surface, and then cut for the inspection of section surface. As a result, no variation in color tone was observed. From this, it is likely that the foreign substance was a single substance. Next, the foreign substance was subjected to qualitative analysis by ft-ir and confirmed to have ir-spectra similar to that of protein. Based on the above findings, the foreign substance was conceivable to be living-body-derived substance such as a blood clot. Magnifying inspection of the actual sheath sample did not find any visible anomaly such as a deformity in any part of it. The inner diameter of the distal end of the actual sheath sample was measured and confirmed to meet the manufacturer control criteria. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. IFU states: after removing the dilator and mini guide wire, be careful for advancing the sheath. It may cause damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the foreign substance was coagulation of residual blood inside the sheath, therefore it was considered there was not much causal relationship between the foreign substance and the reported event. Since no anomaly was noted in the appearance and dimensions of the actual sample, in addition, no detailed information on the occurrence condition was available, the definite cause of the suction failure could not be determined. As one of the possibilities, when the distal tip of the sheath is stuck to the vessel wall, the distal tip become sealed, which may result in the suction failure. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus introducer sheath was inserted from femoral to perform a pci. Blood could not be suctioned from the side tube of the sheath. It was replaced with a new one, which functioned with no problem. The procedure was completed successfully. The patient was not harmed.